Manufacturer narrative:
Evaluation: a lot order search was performed on the cartridge, injector and ftp. There was one similar complaint found for the injector, six similar complaints found for the cartridge and two similar complaints found for the ftp.

Event description:
It was reported that the surgeon inserted a competitor's lens using the mtc-60cfp cartridge and the trailing haptic was torn during insertion. This incident occurred twice with the same patient. The incision was enlarged to remove the lens and sutured after the third lens was successfully implanted. The patient's current prognosis is very good.